Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager lock failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 kept blank since no serial number available. Upon investigation of the actual device used in this incident, it was determined that intermittent failures were occurring in the lock. A field service engineer swapped the latch and adjusted the box multiple times to resolve it. The fse tested the device in a hardware test application, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.